Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) regional office in (B)(4). We are currently in the process of completing our assessment. We will provide a follow up report upon completion of the investigation.

Event description:
A healthcare facility in (B)(6) reported that the "oxygen connector" of a rd900 neopuff infant resuscitator was broken. During assessment at the regional office it was found that the inlet gas port was damaged. There was no reported patient involvement.

Manufacturer narrative:
Ps307788 the complaint rd900 neopuff infant resuscitator was returned at fisher & paykel healthcare (f&p) regional office in france, where it was inspected and performance tested by a trained f&p technician. Damaged parts were replaced and the device was returned to the customer after a functional test. The fascia and the valve systemsn(B)(4). Were returned to f&p new zealand for invesitgation. Our assessment is based on the information provided by the regional office, and the visual assessment of the complaint device components. Results: visual inspection of the returned neopuff components identified that the inlet port was cracked due to physical damage. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications.

Event description:
A healthcare facility in france reported that the "oxygen connector" of a rd900 neopuff infant resuscitator was broken. During assessment at the regional office it was found that the inlet gas port was damaged. There was no reported patient involvement.